Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer stated he changed the battery twice when he got failed battery alarm for both failed battery test. Advised customer will send out only battery cap and see if the pump functions right. If the insulin pump still has a blank display go ahead and call us. Advised to revert to the back-up plan. The insulin pump will not be returned for analysis.